Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory found no issue with the longevity estimator. It was noted the device was still in the acute phase with capture management adaptive; the longer estimated longevity when higher output 5v (vs. 4v) was due to special case in longevity estimator that already accounts for lowered output in acute phase.

Event description:
It was reported that during a follow-up check for the leadless implantable pulse generator (ipg), the longevity estimator indicated a lower than expected longevity calculation. It was noted the longevity estimate for the output programmed at 5v@0.4ms was 5.6 years, however, the estimate was less at 3.9 years with a lower output programmed at 4v@0.4ms. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.